Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present approximately 32.0 and 94.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. The pull wire was in its initial position within the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned pod pc revealed offset coil winds along the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed that the embolization coil was detached from the pusher assembly, and the pull wire was in its initial position within the ddt. If the pod pc is forcefully retracted against resistance, the pusher assembly may elongate, and the embolization coil may detach. Further evaluation revealed pusher assembly bends. These bends were likely incidental to the reported complaint. Evaluation of the returned non-penumbra microcatheter revealed ovalizations. These ovalizations may have contributed to the resistance experienced during the procedure. During functional testing, a demonstration pod pc was advanced through the non-penumbra microcatheter without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (pod pcs), a pod4, and a non-penumbra microcatheter. It should be noted that the patient's anatomy was slightly tortuous. During the procedure, the physician implanted a pod4 and pod pc using the microcatheter. Upon advancement of the next pod pc, the coil became stuck in the middle of the microcatheter. Therefore, the microcatheter and pod pc were together removed from the patient. The procedure was completed using a new microcatheter (lantern) and another pod pc. There was no report of an adverse effect to the patient.